Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged connection to the piezo and a damaged vibratory, consistent with an impact as reported by the pt.

Event description:
The distributor reported that pump audible and vibratory alarms were inoperable following an impact.